Event description:
The customer returned the Ultrasound Gastrovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair center identified a cut on the pink rubber probe and missing adhesive at the light guide cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, the cause of the cut on the pink rubber probe and missing adhesive at the light guide cover was traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.